Event description:
Small 1mm x 1mm hole found in urinary catheter soft plastic collection bag. Urine leaking from hole so patient had to be re-catheterized to ensure closed sterile system of urinary catheter.